Event description:
It was reported that in 2005 the patient had the implantation of an ams 700 3-volume inflatable prosthesis. It evolved well, up to approximately 30 days when the prosthesis stopped working. Magnetic resonance imaging was performed, showing an empty reservoir. On clinical examination, it was not possible to inflate the prosthesis..